Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported the physician was unable to put the lead at the desired location and get the lead higher to cover patient¿s pain pattern. Reportedly, patient had a history of posterior fusions. Troubleshooting was unable to resolve the issue. In turn, the trial procedure on (B)(6) 2019 was abandoned.